Manufacturer narrative:
This 2 of 2 reports (2nd MDR). B5 executive summary - updated. F10 / h6 health impact code grid - health effect - impact code - updated.

Event description:
It was reported that during the right internal carotid artery-communicating (c7 segment) aneurysm procedure, physician successfully deployed the subject flow diverting stent. Post procedure distal small emboli was noticed in the territory of the subject stent with small ischemic lesions. An additional treatment was given to treat the adverse event. The issue was resolved, and the patient recovered. According to the site the adverse event had a causal relationship with the procedure and the subject flow diverting stent and a possible relationship to dapt. No additional information available. Update: received additional information on 16-may-2023 stated that bolus aspegic 250 mg done. Kardegic 160mg morning (instead of 75mg) brilique 90mg morning and evening were given to treat the adverse event.

Manufacturer narrative:
This is the 2 of 2 mdrs (2nd report). Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient embolus¿ and ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that during the right internal carotid artery-communicating (c7 segment) aneurysm procedure, physician successfully deployed the subject flow diverting stent. Post procedure distal small emboli was noticed in the territory of the subject stent with small ischemic lesions. An additional treatment was given to treat the adverse event. The issue was resolved, and the patient recovered. According to the site the adverse event had a causal relationship with the procedure and the subject flow diverting stent and a possible relationship to dapt. No additional information available.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR) b5 executive summary - updated b6 relevant tests and lab data - updated f10 / h6 clinical signs code grid - health effect - clinical code - updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported ¿¿patient embolus¿, ¿patient stroke¿, 'patient neurological deficit' and 'patient headache serious' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that during the right internal carotid artery-communicating (c7 segment) aneurysm procedure, physician successfully deployed the subject flow diverting stent. Post procedure distal small emboli was noticed in the territory of the subject stent with small ischemic lesions. An additional treatment was given to treat the adverse event. The issue was resolved, and the patient recovered. According to the site the adverse event had a causal relationship with the procedure and the subject flow diverting stent and a possible relationship to dapt. No additional information available. Update: received additional information on 16-may-2023 stated that bolus aspegic 250 mg done. Kardegic 160mg morning (instead of 75mg) brilique 90mg morning and evening were given to treat the adverse event. Update: received additional information on 01-jun-2023 stated that 5 months post procedure the patient had headaches, episodes of paresthesia and visual blur (frontal and bitemporal headaches evolving intermittently for 15 days, partially relieved by codeine dafalgan episodic feelings of numbness-like msd paresthesias) . According to the site the adverse event had a possible relationship with the procedure and the subject flow diverting stent. Magnetic resonance angiography (mra) showed normal , no ischemic lesions. The adverse event recovered/resolved. No additional information available.

Manufacturer narrative:
This is the 2 of 2 mdrs (2nd report). Device remains implanted.

Event description:
It was reported that during the right internal carotid artery-communicating (c7 segment) aneurysm procedure, physician successfully deployed the subject flow diverting stent. Post procedure distal small emboli was noticed in the territory of the subject stent with small ischemic lesions. An additional treatment was given to treat the adverse event. The issue was resolved, and the patient recovered. According to the site the adverse event had a causal relationship with the procedure and the subject flow diverting stent and a possible relationship to dapt. No additional information available.